Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) failed during a coronary artery bypass graft surgery (CABG) . It was also noted that the noted atrial under-sensing on episode electrograms (egm) and that the right ventricular (rv) lead exhibited a impedance warning. The ipg, ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.